Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02 serial #: (B)(4).description: precision implantable pulse generator (ipg) model#: sc-2218-70 serial #: (B)(4)./ 292218 description: linear st lead, 70cm model#: sc-2218-50 serial #: (B)(4).description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient¿s reason for explant was due to a non-device related medical condition that required a magnetic resonance imaging (MRI). No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively.